Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to dislocation.

Manufacturer narrative:
Part and lot number are required to review device history records and nether were provided. Product was not returned so no product evaluation could be conducted. This device was used for treatment unable to perform a compatibility check based on provided information. Complaint history review could not be performed as part/lot number was not provided. No medical records received. Root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event.